Event description:
It was reported that the health care provider (hcp) requested a review of device data to confirm device operation. Upon review, it was found that the patient's self-conducted ventricular rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered two shocks. Following the first shock the rhythm of the patient slowed, but it was still fast. The second shock successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.